Event description:
Coil embolization of the left hepatic artery was performed on (B)(6) 2013. The patient's anatomical form was suitable for the procedure. A 4-french shepherd's hook catheter was placed in the celiac artery and a microcatheter was advanced to the left hepatic artery. Then several tornado coils were deployed and the nester coil was subsequently used. However, the coil was not deployed in a proper shape. Then the tip of the microcatheter was puled out and the coil was deployed extending to the left gastric artery. When the physician attempted to retrieve the coil with a snare, the coil unraveled within the shepherd's hook. As he continued pulling the coil, resistance was encountered so the whole system was removed. At that time the coil filament became separated. The procedure was completed with the filament remain in the aorta in a unstable condition. Additional questions have been asked but no response as of (B)(4) 2013. There has been no problem with the patient.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.